Event description:
A customer contacted beckman coulter (bec) reporting that while changing the diluent in the coulter lh 750 hematology analyzer, the operator noticed the instrument was leaking a blue fluid. The volume of the leak was 20 - 30 mls and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
The customer found a hole in the tubing which contains blood, diluent, and cleaning solution. The customer replaced the tubing which resolved the leak. Service was not dispatched for this event as the issue was corrected by the customer. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).